Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. The cycler underwent and failed a voltage check. A known good power supply was installed and the cycler was able to show voltage. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. The cycler underwent and passed a mushroom head check. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed, and the display became fully operational. There were visual indications of dried fluid within the cassette compartment and on the rear panel and within the recess of the bottom cover adjacent to the pump. The cause of the observed fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a peritoneal dialysis registered nurses (pdrn) liberty select cycler that is used for training went blank during an unknown dwell of a patients peritoneal dialysis (pd) treatment. The pdrn confirmed that while they were in the middle of training a patient, the patient was not connected. The ok and stop keys did not make a sound when pressed, and the screen remained blank. A replacement cycler was issued to the pdrn. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. It is unknown if the patient completed treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.